Event description:
Customer reported a filming error, and image rotate button does not work. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. System operates as intended.